Event description:
Related manufacturer reference number: (B)(4). It was reported that a patient presented with dislodgement noted on both leads along with device migration due to twiddler's syndrome. The leads were noted to have lost capture. The system was explanted on (B)(6) 2024. The patient was stable throughout.